Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopy the ultra fast-fix could not deploy the t2 anchor. T1 was removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection showed the t1 was returned off the needle but still attached to the suture. The t2 is at the tip of the needle. The needle assembly is slightly bent. The variable depth straw has been trimmed. A functional evaluation showed the t2 would not implant and is stuck on the needle. The actuator moved to the dimple and back as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.